Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 428 mg/dl and 419 mg/dl, 403 mg/dl, 414 mg/dl and 433 mg/dl. The customer treated high blood glucose level with bolus. The customer also mentioned that he was at the hospital due to surgery. The insulin pump was removed at the hospital and not they could not get the bolus wizard to work. The insulin pump will not be returned for analysis.